Manufacturer narrative:
There was no button error alarm noted. All the buttons functioned properly; however, the pump had corroded keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.